Event description:
Following a diagnostic catheterization procedure a vasoseal elite was deployed. Hemostatsis was achieved at 30 seconds. The datascope rep observing the deployment noted that proper occlusive hold was never obtained throughout the deployment. This was the physician's first vasoseal elite deployment. The pt was transported to post care. The following day the hosp notified a datascope rep that the pt lost pulses and an embolectomy was performed.